Event description:
With a pt on the table during vascular surgery, it was reported that after a period of time the top of the surgical table began to move from side to side. This motion began with, what is described as, "a little movement that continued until it got worse," table moved without restriction. Staff had to hold the table to stabilize it until the surgery was completed. No injuries to pt or staff reported.